Event description:
Device #1 malfunction: balloon rupture. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during the procedure in a heavily calcified superficial femoral artery, during predilatation, three fox plus balloons ruptured at nominal pressure during the first inflation. The devices were removed and there was no adverse patient effect. Though requested, there was no additional information.

Manufacturer narrative:
(B) (4). (B) (4). The device was reported to be discarded. The lot number was not identified; therefore, a device history record review could not be performed. Device #2 fox plus pta catheter (part #12759-02, lot #unk) and device #3 fox plus pta catheter (part #12760-02, lot #unk) are being filed under separate medwatch manufacturer report numbers.